Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The device also had a cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer jumped into the water while wearing the insulin pump alarmed button error. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.